Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection by naked eye observed the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced separation of the female connector from the main body from a transfer set. It was reported that the patient experienced a peritoneal infection after the incident. The cause of the event was not reported. Hospitalization, treatment, patient outcome and action taken with pd therapy was not reported. No additional information is available.